Event description:
Additional information received indicated the physician elected to take no further action. The patient experienced no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, premature battery depletion was suspected on the device. Further information was requested but not yet available.